Event description:
It was reported that during the pulmonary vein isolation using farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the physician followed usual step to predilate and gain femoral access in the groin. Several smaller dilators were used before inserting the faradrive sheath. During insertion of the sheath physician noticed some difficulties and the transition from dilator to sheath was not good as the black tip of the faradrive sheath was damaged and bent. Largest dilator of 14fr was used to get a bigger opening before insertion of the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product was received for analysis. It was further reported that issue was observed near the access site of the femoral vein. Damaged tip was observed after attempting to enter vein.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. The faradrive was returned with the dilator still inserted. The dilator was removed from the sheath and visual inspection of the sheath observed the tip of the sheath shaft damaged. The dilator was inserted into the sheath with no resistance observed. Microscopic inspection of the sheath showed that the damage to the sheath shaft was a bulbous deformation near the distal tip. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification.

Event description:
It was reported that during the pulmonary vein isolation using farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the physician followed usual step to predilate and gain femoral access in the groin. Several smaller dilators were used before inserting the faradrive sheath. During insertion of the sheath physician noticed some difficulties and the transition from dilator to sheath was not good as the black tip of the faradrive sheath was damaged and bent. Largest dilator of 14fr was used to get a bigger opening before insertion of the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis. It was further reported that the issue was observed near the access site of the femoral vein. Damaged tip was observed after attempting to enter vein.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem the device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the pulmonary vein isolation using farapulse to treat paroxysmal atrial fibrillation, faradrive steerable sheath was selected for use. It has been mentioned that the physician followed usual step to predilate and gain femoral access in the groin. Several smaller dilators were used before inserting the faradrive sheath. During insertion of the sheath physician noticed some difficulties and the transition from dilator to sheath was not good as the black tip of the faradrive sheath was damaged and bent. Largest dilator of 14fr was used to get a bigger opening before insertion of the sheath. The procedure was completed using another faradrive sheath. No patient complications occurred. The product is expected to return for analysis.